Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the device had a jaw issue and was difficult/impossible to open. Once a seal was created, the jaws locked and would not open. The knife was stuck at the distal end of the jaw. It was being applied on a very small tissue (broad ligament) when it happened. The knife did not protrude beyond the edge of the jaws. It was the second time it happened in a week. Another device was used to complete the procedure. There was no patient injury.